Manufacturer narrative:
Information was provided that indicated the use of a qualified cartridge, handpiece, and a non-qualified viscoelastic. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The company 19.0 diopter (1.5 extended depth of focus) lens was removed and replaced with a non-company monofocal 16.0 diopter lens. The difference of three diopters and the switch from an extended depth of focus model lens to a monofocal lens would also indicate that the replacement lens was an improved selection for this patient's vision needs. The explanted lens was not returned to be evaluated. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure the patient experienced blurred and wasn¿t correctable to be better than 20/30. The patient had a constant blur at all distances. It was reported that patient returned to facility for an iol exchange. Additional information received and stated that iol was exchanged with a non company iol. The patient's issues has been improved. The surgeon¿s prognosis was good.